Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, patient presented with abdominal pain. CT revealed, a total of six prongs have perforated the ivc with maximum distance of 2 mm. Eventually, coronal images showed 2-degree tilt left to right series and sagittal images revealed 0-degree tilt series. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is unconfirmed for the filter tilt as the medical states, ¿2-degree tilt left to right series and sagittal images revealed 0-degree tilt series¿.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and brain-stem hemorrhage. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.